Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Testing performed once daily. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 187 mg/dl and 162 mg/dl. Verified storage of product is not within instructed specification since they are retained in the bathroom and not kept in original vial. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is not known. Recall test results performed from meter memory: hi, hi, hi, hi, hi. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Testing performed once daily. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 187 mg/dl and 162 mg/dl. Verified storage of product is not within instructed specification since they are retained in the bathroom and not kept in original vial. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is not known. Recall test results performed from meter memory: hi. Adverse event not reported.